Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent is free floating in the vessel. Device issue: stent dislodgement. It was reported that during deployment of the rx vision stent, it was noted that there was no stent implant present on the balloon. An attempt to locate the stent implant was unsuccessful. Reportedly, during unpacking the stent delivery system (sds) was complete, and there were no anatomy difficulties that could have caused the stent dislodgement. No additional event or patient information is available.